Event description:
The female admitted to hosp with symptoms of a paravalvular leak. Implant date was 2007. Pt underwent redo aortic valve replacement. During procedure, the valve looked good, the leaflets appeared coated normally in midline and exploration around the annulus of valve revealed no evidence of leak; however, surgeon thought small leak around one of the "cuturer". Explanted valve initially sent to mfh pathology & valve then returned to vendor for testing. Conclusion of vendor was no significant abnormal. Pt came through redo aortic valve replacement without issue.